Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was cracked. The following information was provided by the initial reporter, translated from chinese to english: during use in gastrointestinal surgery, the following defects were observed: leakage, cracking at the connection with the pre-filled syringe, cracking of the connector body, and blockage. A total of 11 defective units were identified. The defective products are available for return, and accompanying photographs are provided. We request financial compensation, a formal response to this complaint, and an acknowledgment of receipt for this complaint. Additional information received from the customer: please confirm the number of products involved in each reported issue (cracks, leaking, and blockages)? 11 please confirm how the malfunction was discovered? Discovered by a nurse during the infusion process; there were also patient reports please confirm whether the malfunction was discovered during the pre-fill stage or during the infusion process? If during the infusion process, please specify at what minute it was discovered? It occurred during the infusion; we cannot confirm the exact minute. Please confirm the brand and model of the product connected to maxzeroes? Suyun: ls3 standard air-inlet type please confirm what substance was being infused at the time of the incident? Paclitaxel, tepliromide, etc. Was the patient injured? No reports so far was there an insufficient fluid volume? Partially; this may occur in cases of leakage please confirm whether the sample has been disinfected, if so, please specify the exact time and the disinfectant used? Need to confirm with the customer